Event description:
Ethicon endopath ets - flex. Endoscopic articulating cutter - 35 mm vascular/thin, the clip applier misfired nicking a renal artery. Pt required a great deal of blood during a renal transplant during the surgery as a result of misfire on (B)(6) 2015. Pt was undergoing a renal transplant.